Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the investigation confirmed the reported event. The root cause was traced to manufacturing. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : there are no previous non-conformances, however, nr-0167066 was created on september 16, 2021 based on the confirmed condition of the reported event.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implant assembly, when it came to screwing the stem directly on to the femoral component, it did not thread on completely. It sat about 5mm proud and therefore could not be torqued on. No visible damage to the thread. No surgical delay or patient consequences.